Manufacturer narrative:
The x2 pump user guide instructs the user to remove any residual air from the cartridge. Per tandem¿s x2 user guide, ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin¿. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate of 45 units when the pump should have detected 258 units. Reportedly, the cartridge was filled over 300 units of insulin. During troubleshooting with tandem technical support it was discovered the customer was not performing the proper air removal technique. Reportedly, the customer declined to load a new cartridge and continued to use the pump for insulin therapy.